Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer wife reported via phone call that the insulin had blank display. Customer blood glucose reading was 243 mg/dl. Troubleshoot was performed. Customer was in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer wife stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.